Event description:
It was reported that a pt experienced an increase in seizures. The relationship of the increase in seizures to vns therapy is unk. Good faith attempts to obtain additional info from the medical professional have been unsuccessful to date.